Event description:
Three avm microclips packaged as "non-sterile" were used during surgery without being sent through sterile processing. There is concern that all other avm clips supplied to our hospital by this manufacturer are packaged similarly and marked "sterile" and our concern is the "non sterile" marking should be much more conspicuous. This is not a new product, as we have carried it for a couple of years. However, it had only been used two times before at our facility. The surgeon elected this avm clip because its size was compatible with the very small vessel he was clipping. The product insert recommends autoclave sterilization. Our protocol now is that these clips will be stored separately in our sterile processing department.this patient was placed on prophylactic IV antibiotics after the error was discovered and the surgeon will do CT studies 6-months post-op to rule-out infection.

Event description:
Three avm microclips packaged as "non-sterile" were used during surgery without being sent through sterile processing. There is concern that all other avm clips supplied to our hospital by this manufacturer are packaged similarly and marked "sterile" and our concern is the "non sterile" marking should be much more conspicuous. This is not a new product, as we have carried it for a couple of years. However, it had only been used two times before at our facility. The surgeon elected this avm clip because its size was compatible with the very small vessel he was clipping. The product insert recommends autoclave sterilization. Our protocol now is that these clips will be stored separately in our sterile processing department.this patient was placed on prophylactic IV antibiotics after the error was discovered and the surgeon will do CT studies 6-months post-op to rule-out infection.